Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0rstl, implanted: (B)(6) 2015, product type lead.

Event description:
The manufacturer representative (rep) reported that the patient had an infection and the entire system was explanted early (B)(6). The patient was implanted with a new system on the day of this report. The issue was reported as resolved and the patient status at the time of the report was alive no-injury. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.